Manufacturer narrative:
Visual analysis of the returned device found the basket was in the opened/extended position. Functional evaluation found the thumb wheel moved freely in both directions, however, the sheath would not move over the wire and the basket would not close. The device was disassembled and found the most proximal section of the pull wire was bent indicating it was secured with the handle. The proximal section of the pull wire was found broken within the rack section and within the cannula. A small section of the sheath was found broken within the rack. Furthermore, both broken ends of the sheath and pull wire are kinked. The evaluation concluded that the device could have been manipulated during unpacking. Moreover, the failure pull wire broken could have been caused due to the excessive force or twisting of the device by the user. It appears that the encountered failure could have affected the ability of the device to extend/retract/rotate the basket. Based on the information available and the condition of the returned product it is possible that the way in which the device was handled and manipulated during preparation/unpacking may have contributed to the failure noted, therefore the most probable cause of this complaint is ¿handling damage¿. The device history record (DHR) review found that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an optiflex nitinol stone retrieval basket was used during a ureteroscopy (urs) procedure performed on an unknown date. According to the complainant, when the package was opened the basket was found broken. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an optiflex nitinol stone retrieval basket was used during a ureteroscopy (urs) procedure performed on an unknown date. According to the complainant, when the package was opened the basket was found broken. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.